Event description:
It was reported that the mesh prosthesis was implanted for treatment of a symptomatic left inguinal hernia during an inguinal hernia repair by direct approach with prosthesis placement using the lichtenstein technique, after a preoperative finding of swelling at the left lateral edge of the pfannenstiel scar suspected to correspond to the left inguinal hernia. During the procedure, exploration identified a direct, very low, overlapping inguinal hernia with a small disembowelment of the lateral edge of the pfannenstiel scar, the fascia transversalis was opened to check for associated crural or femoral hernia, plication was performed to close the hernia orifice, and a hook-and-loop polypropylene plate was installed to cover the prior hernia orifice, followed by hemostasis control and closure. Since implantation, strong and disabling postoperative pain was reported for 7 years, with symptoms including a sensation of a foreign body entering the intestines of the patient with slight movement, inability to lie on the left side, throbbing pain, s tabbing pain, a sensation described as ¿a cat is scratching my stomach,¿ heat intolerance at the prosthesis area that was worse in summer, burning pain triggered by sunlight exposure over the prosthesis area even under light clothing, intolerance to clothing pressure, severe pain with slight abdominal pressure, pain with bending activities, burning sensation on and in the bladder, and sleep disturbance requiring nightly application of ice. Ongoing treatment in a pain center was reported since (B)(6) 2023.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.